Event description:
Caller reported that battery charge of pump dropped significantly in a short time. There was no adverse impact to customer's blood glucose level. Technical support decided to replace the pump, instructing the caller to return current pump via pre-paid label within ten days and allowing its battery to fully deplete before sending. Customer will continue using the current pump until replacement arrives.